Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that he customer went to emergency room on (B)(6) 2021 due to high blood glucose. Customer¿s blood glucose value was 393 mg/dl. Customer had a symptom like vomiting. Customer was treated with intravenous insulin drip for high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose. Customer feel ok to do troubleshooting. The device will not return for the analysis.